Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie at drawer kept failing when insulin unload that cause hardware failure. A field service engineer (fse) troubleshot the issue where the cubie drawer kept failing. The drawer and pyxis cables were reseated and all connections were reconnected. The system was rebooted and successfully tested with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es vil4c_mch user attempted to unload insulin from the device, but each attempt resulted on a hardware failure error that stopped the process. Although the failure was recoverable, the same error consistently reoccurred whenever the user attempted to unload the same insulin again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.